Event description:
It was reported that the night the device was implanted, a health care professional saw something that looked like chatter. No noise was seen the following morning. The physician thought there was good lead separation and did not believe it was noise from the leads. Review of the event showed a single blip on the rate/sense portion of the lead. Technical services discussed that the blip looked to be possible air bubbles. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.